Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was in backup mode. The cause of the backup mode was not confirmed, but an off-label magnetic resonance imaging (MRI) session was suspected. The device was successfully restored to normal programming. The patient was stable and asymptomatic.